Manufacturer narrative:
Correction: there was no infection as previously reported in the initial MDR submitted on november 07, 2024. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site which leads to extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.